Manufacturer narrative:
Corrosion was observed on the top housing and the bottom housing as well as the pcb. The downloaded data generated an 0x3d alarm, indicating the step sensor was asserted before wire driven. This is an indication of a pod leaking. The downloaded data did not show any timeouts or drive stalls. During leak testing, a tear was discovered on the unexposed portion of the soft cannula, causing a leakage. Fluid was leaking through the small tear, diverting the fluid away from completing the fluid path. Thus, the presence of corrosion on the device as well as the cause of the generated alarm is due to the tear on the unexposed portion of the soft cannula. Investigation noted all three batteries measured lowered than expected and the shelf mode current measured within specification. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. The patient noticed an alert message from the pdm. As treatment, the pod was removed since it was only on short term.